Event description:
It was reported that the external pulse generator powered up to a self-test failure error. It was noted that it was intermittent but happened "most of the time" on power-up. Changing the battery did not resolve the issue. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the customer comment of a self-test error being generated. The device did fail some of the incoming functional testing. 28jul2014(deyj1) this device was included in that field action, but returned product testing found the device did not perform as described in the field action. (B)(4).